Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The original sample was obtained at 3:00 p.m. The initial result from a secondary cup on the e411 analyzer was 77.55 pg/ml. This result was reported outside of the laboratory. The repeat from the secondary cup on the e411 analyzer was 77.6 pg/ml. On the evening of (B)(6) 2018 the patient had 2 more samples taken at a 2nd hospital at 7:00 p.m. And 11:30 p.m. The results from these samples were "negative" when tested for troponin t hs on a cobas 6000 e 601 module. The discrepancy between these results resulted in the customer being alerted to the "false positive" results they had obtained earlier in the day. The "negative" results were believed to be correct. On (B)(6) 2018 a new aliquot from the original sample was tested in a secondary cup on the e411 analyzer with a result of 249.0 pg/ml. This sample was repeated in the secondary cup on the e411 analyzer with a result of 251.9 pg/ml. The sample was repeated again from the secondary cup on the e411 analyzer with a result of 259.0 pg/ml. On (B)(6) 2018 the original sample was also tested on the e601 module at the 2nd hospital for troubleshooting purposes and the result was 289 pg/ml. Two other samples were taken at the same time as the original sample and tested on (B)(6) 2018. The results from each primary tube were 4.79 pg/ml and 4.07 pg/ml on the e411 analyzer. The patient was admitted to the hospital, however, the customer did not know if the admission was due to the troponin t hs stat results or if the admission was due to other factors. There was no allegation that an adverse event occurred due to the device. The troponin t hs stat reagent lot number was 305646 with an expiration date of 30-jun-2019. The investigation determined that calibration and qc data was acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The customer was using 13x75 mm sample tubes with no rack adapters. No fibrin or clots were observed in the sample. No issues were identified during a review of the alarm trace data. Instrument maintenance was current and temperatures in the laboratory were within specification. Rack adapters must be used for 13 mm sample tubes. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.